Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: hospital: [name] product: ctf03. "Patient was young and had dense thick fascia and tip broke off at the fascia level. Doctor said he was having a hard time getting through the patients fascia and felt the scope start feeling like it was pushing against something spongy before the tip of the trocar broke. He believes the heat from the scope compromised the tip of the trocar causing it to break. The trocar was inserted with rotation as usual and there was difficulty during insertion. The break was not considered a clean break; the break was jagged. The break caused particulation, but all pieces were retrieved from the patient. The trocar was not used with a robot. The 5mm scope was inside of the cannula at the time of the incident. Item sold to [distributor]." Intervention: used hassan trocar instead. Patient status: no patient injury.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: hospital: [name]. Product: ctf03. "Patient was young and had dense thick fascia and tip broke off at the fascia level. Doctor said he was having a hard time getting through the patients fascia and felt the scope start feeling like it was pushing against something spongy before the tip of the trocar broke. He believes the heat from the scope compromised the tip of the trocar causing it to break. The trocar was inserted with rotation as usual and there was difficulty during insertion. The break was not considered a clean break; the break was jagged. The break caused particulation, but all pieces were retrieved from the patient. The trocar was not used with a robot. The 5mm scope was inside of the cannula at the time of the incident. Item sold to [distributor]." Intervention: used hassan trocar instead. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no relevant document was identified. [Correction] section d1. Brand name and d4. Unique device identification number have been updated.